Event description:
During conversation in (B) (6) 2008, dentist noted incident occurring in (B) (6) 2008 as follows: dentist noted during extraction of wisdom teeth, pt had a "handpiece shaped burn on lip." Dentist noted burn on lower lip and dentist put sutures on pt. Pt returned for follow up on (B) (6) 2008. Dentist was unable to provide serial number of unit used, just make and model.